Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water invasion of the scope connector while the user was handling the device which led to abnormality of electronic parts. As a result, an error message was temporarily displayed at the user facility. The user may detect the suggested event by handling the device in accordance with the following instructions for use (IFU): "inspection of the endoscopic image". The user may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated, and the reported issues with the e216 and e315 error messages were sporadic failures. The failure could not be confirmed, but its occurrence was likely. However, it was found that the object was visible when the image was noisy due to defective circuit boards, data cable component and the plug unit. Because the white balance did not set, e311 was reported, which was a normal phenomenon; when the white balance was adjusted, the e311 would disappear. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that after a diagnostic enteroscope procedure, the evis lucera elite colonovideoscope, while being used with the cv-290 evis lucera elite video system center, presented with an e216 communication error and an e315 unsupported scope message. The intended procedure was completed with the same device. There were no reports of patient harm associated with this event.